Event description:
It was reported that during an unk procedure, the staples came out, but did not close. Opened a new stapler and the same thing happened. The staples came out, but did not close. Tried a new reload and it worked fine. There was no adverse pt consequence.

Manufacturer narrative:
H4, 6. Info anticipated, but unavailable at this time. D4: serial#= na.